Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 200 bd safetyglides¿ needle only had a difficult to engage safety mechanism. The following information was provided by the initial reporter: "for pfs with ok needle we observed break loose force (blf) about 7.5 to 10 n and glide force (gf) about 14 to 17 n. But for pfs fitted with defective needle this forces was observed as blf 14.49 n and gf 35.11 n against limit of bf nmt 12n and gf nmt 20n".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 29-mar-2022. H6: investigation summary: customer test results and one loose safetyglide needle (p/n 305917) were received. The sample was visually evaluated. No apparent defects were observed on the customer manipulated needle. The sample was forwarded to the needle manufacturing site for further investigation. Further investigation was performed at needle manufacturing site. One loose sample was received. A visual inspection was performed and no defects or imperfections were observed. The needle assembly was connected to a syringe with saline solution. The solution was expel with normal flow and no leakage was observed. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. The testing break loose force or glide forces mentioned by the customer is not listed in the product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 200 bd safetyglides¿ needle only had a difficult to engage safety mechanism. The following information was provided by the initial reporter: "for pfs with ok needle we observed break loose force (blf) about 7.5 to 10 n and glide force (gf) about 14 to 17 n. But for pfs fitted with defective needle this forces was observed as blf 14.49 n and gf 35.11 n against limit of bf nmt 12n and gf nmt 20n".